Event description:
It was reported that the patient was seen in clinic for unrelated reason. Upon interrogation, the right ventricular lead exhibited noise reversions, low impedance, and occasional undersensing. Isometrics were not conducted. No intervention was performed due to unrelated reason. The patient was in stable condition.

Manufacturer narrative:
(B)(4).